Event description:
A customer reported that during a cataract extraction procedure, the system displayed an error message and then the equipment "froze". The surgeon performed manual aspiration to complete the case. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this reported event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).